Manufacturer narrative:
Method: complaint history review; risk assessment; results: the reported event of the cage ejecting from the navigator bayoneted uplif inserter was confirmed by the sales rep (present at surgery). There is no visible damage to the tip of the inserter where it engages with the rail of the cage. There are some significant marks and dents on the locking knob. This would indicate that an excessive impaction force was applied to this knob during insertion of the cage. The manufacturing files were reviewed and no anomalies were found that may have led to the reported event. Additionally a functional test with a sample implant verified that the inserter is still functional as the device was able to properly and securely lock to the implant per the instructions in the surgical technique. Also, the calculated dimension between the spring clips was determined to be within specification. Conclusion: inspection of the device revealed dents on the locking knob which would suggest a significant impaction force. The navigator surgical technique indicates that the implant should be gently and progressively inserted into the disc space. An excessive impaction force likely caused the reported event of cage ejection from the inserter.

Event description:
It was reported that during a surgical procedure, the surgeon had the avs navigator implant eject in the spinal canal as he was using the bayonet inserter. The surgeon was still able to complete the surgery successfully.

Event description:
It was reported that during a surgical procedure, the surgeon had the avs navigator implant eject in the spinal canal as he was using the bayonet inserter. The surgeon was still able to complete the surgery successfully.

Manufacturer narrative:
Methods: complaint review history; risk assessment. Results: further follow up postoperatively has indicated that not only was the dura damaged, but also the spinal cord. This patient is now paralyzed. The hazardous situation is the ejection of the implant into the spinal canal during insertion and the resulting harm is damage to the spinal nerves resulting in paralysis.

Event description:
It was reported that during a surgical procedure, the surgeon had the avs navigator implant eject in the spinal canal as he was using the bayonet inserter. The surgeon was still able to complete the surgery successfully.